Manufacturer narrative:
There is no objective evidence that suggests a baylis medical device caused or contributed to the reported complications. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
During a left atrial appendage closure (laac) procedure, a nrg transseptal needle (baylis medical company inc.) Was used to complete the initial transseptal puncture (tsp) for the procedure. The physician experienced difficulty imaging the septum. Tenting on the septum was eventually confirmed and tsp was attempted. The nrg needle was not observed in the left atrium. Tsp was re-attempted and was successful. With no observed complications, the physician proceeded with the laac procedure using the watchman devices (boston scientific). During the retraction of the watchman sheath, the patient's blood pressure began to drop. A pericardial effusion (pe) sweep was completed with no pe noted. Further investigation with transesophageal echocardiography and chest x-ray revealed that blood was pooling in the pleural cavity. The pleural cavity was drained. The patient was stabilized and was moved to the recovery unit. Later that evening, the patient expired. There is no objective evidence that suggests a baylis medical device caused or contributed to the reported complications. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.